Manufacturer narrative:
Evaluation showed that battery not holding a charge. Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the unit shuts down with no alarm.